Event description:
It was reported that the patient experienced infection which was treated with antibiotics. For the treatment patient went to urgent care. Symptoms at the time of event was swelling, pain, hardness and redness.

Manufacturer narrative:
Name: abbvie inc street: 1 north waukegan road north chicago city: north chicago state: il zip code: 60064. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.